Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a raw irritation on her back under the ECG electrodes. The patient's physician advised the patient to temporarily remove the lifevest and to apply an ointment on the area. Follow-up indicated that after using the ointment the irritation improved.